Event description:
Patient had a programmable valve for a ventriculo-peritoneal shunt. The valve could no longer be adjusted, it was stuck at level 1. Therefore the patient had to undergo surgery to replace the non-functioning valve.